Event description:
It was reported to medtronic minimed that the customer received a short battery life and received a replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the replace battery alert, and the serialized device was replaced. Troubleshooting was performed for the short battery lifetime, and the replace battery was found in the alarm history. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self test, sleep current measurement, active current measurement. No unexpected alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, cracked case (battery tube). Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The battery duration was checked on the event date using adapt and the internal battery lasted for at least 7 days which is within spec. No unexpected power alarms were found. In summary, customers alleged unexpected power loss and low battery alert alarms and charge last less than expected was not confirmed. Pump passed active and sleep current test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.